Manufacturer narrative:
A specific root cause could not be determined based on the provided information.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for free triiodothyronine (ft3) on an e602 analyzer. The sample initially resulted as 5.60 pg/ml and this value was reported outside of the laboratory. The sample was repeated on the same analyzer, resulting as 2.30 pg/ml. The sample was repeated a second time on the same analyzer, resulting as 2.40 pg/ml. The sample was provided for investigation where it was tested on an e170 analyzer, resulting as 2.36 pg/ml. For investigations, the sample was also tested on an e411 analyzer, resulting as 2.34 pg/ml. The patient was not adversely affected. The ft3 reagent lot number and expiration date were asked for, but not provided.